Event description:
Adverse event(s): "chamber fluctuation" (collapse). Product problem(s): "turbulence in the eye" (collapse). The surgeon reported a chamber fluctuation. The surgeon stated he noted turbulence in the eye, which he had not seen before. There was no pt impact. The surgeon requested service for the system. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The company sales representative was on site with the surgeon observing surgery after the system was checked. The company sales representative stated he observed six cases and all went well. The surgeon was happy with the results. (B) (4). (B) (4).